Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. The pediatric patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On (B)(6)2024, the patient experienced feeling very ill and would have had ketones. The patient was picked up by an ambulance and brought to the hospital. When a fingerstick was taken, the cgm was reading 5.0 mmol/l and the blood glucose reading was 33.0 mmol/l. The patient was treated with intravenous insulin, fluids, calcium and glucose. The patient recovered after treatment and was discharged after spending 2 days at the hospital. There was no documentation of further medical intervention. At the time of the report the patient is okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to going to the hospital. The reported glucose values fall within the d zone of the parkes error grid when it was checked at the hospital. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hyperglycemia.